Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that therapy was helping until they had radiation due to cancer (B)(6) 2016, patient stated the radiation radiated their hip and loosing up everything in the area. Patient was having leakage and wonder if someone could come out to their home to reprogrammed the device. Patient assisted with using patient programmer to check therapy setting and patient said therapy was on, but they needed someone to reprogram it. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.